Event description:
It was reported that a tsb35 was used during a appendectomy procedure. It was reported by the affiliate that the instrument anvil slipped out. There was no consequence to the patient.